Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure with implantation of a 2.5 x 15 mm xience xpedition stent in the distal right coronary artery. On (B)(6) 2016, the patient was re-hospitalized with exertional angina and an abnormal stress echocardiogram showed inferior wall motion abnormalities. A heart catheterization was performed and noted two separate lesions in the right coronary artery, proximal to the target lesion. A revascularization procedure was performed and the adverse event resolved on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture or labeling of the device. Although a revascularization procedure was performed, it was not related to the implanted xience xpedition stent. This event has been reported; therefore, it will remain reportable.

Event description:
Subsequent to the initial report, additional information was provided. On (B)(6) 2016, a revascularization procedure was performed and three separate lesions were treated. Two lesions were in the circumflex artery and the third was in the ramus intervedius. None of these lesions were within 5 mm of the xience xpedition stent implanted in the distal right coronary artery. Although a revascularization procedure was performed, it was not related to the implanted xience xpedition stent. This event has been reported; therefore, it will remain reportable.